Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt's blood glucose results were 39mg/dl, 139mg/dl. Tests were done 14 minutes apart with a difference of 89mg/dl. Pt did not experience any adverse events. No further info has been reported.